Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during a left liver duct dilation and plastic stent placement performed in 2009. According to the complainant, post procedure, it was found that the proximal end of the guidewire coating residue remained in the left liver bile duct. The coating was successfully removed. The procedure was completed with the subject jagwire guidewire. The pt's condition at the conclusion of the procedure was reported to be well.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.